Event description:
The customer reported the surgeon noted a tear on the aa4203tl silicone single piece lens as it advanced into the eye. The lens was removed without altering the incision and another toric lens was implanted without any patient injury. The reporter stated the event was due to a loading error.

Manufacturer narrative:
Review of the manufacturing, inspection and packaging process concluded there was nothing found to suggest a contributory factor to this complaint. Based on the complaint history, lens work order search, product evaluation, medical and device history reviews, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric. (B)(4) - no known consequences or impact to the patient. Torn material. Evaluation results: visual inspection of returned product showed a haptic was torn and there was a clear surgical residue on the lens. (B)(4).

Manufacturer narrative:
(B)(4)